Event description:
During a primary hip surgery performed on (B)(6) 2023, upon impaction of the definitive delta tt acetabular cup, the reel on the tip of the curved cup impactor (product code 9095.11.550, lot #18ag0a7) that held the acetabular cup broke when hammering the instrument. According to the received information, surgery was not prolonged, and another device was used to complete the surgery. The instrument had been used about 50 times. Event happened in south korea.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #18ag0a7, no pre-existing anomaly was found on the 10 instruments manufactured with the same lot #. This is the first and only complaint received on this lot #. Device analysis the instrument was returned to limacorporate for analysis. Visual inspection confirmed that the reel of the curved cup impactor broke on the threaded part of the body. We can hypothesize that the instrument hadn't been threaded until stop, or alternatively it got unscrewed during impaction. Indeed, the thread got stressed by overloading impaction forces, leading to breakage. Considering that: check of the manufacturing charts highlighted no anomalies on the components manufactured with lot #18ag0a7; the instrument was manufactured in 2018, serving the market for about 5 years; we conclude that the event was not product related. Pms data according to our pms data, we can estimate the breakage rate of the reel of the curved cup impactor (product code 9095.11.550) to be (B)(4) (ww). Please note that this occurrence rate is overestimated because it does not consider the reuse of the instruments but only the total number of pieces manufactured. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any further similar issue. Note: this is a final report.

Event description:
During a primary hip surgery performed on (B)(6) 2023, upon impaction of the definitive delta tt acetabular cup, the reel on the tip of the curved cup impactor (product code (B)(4), lot #18ag0a7) that held the acetabular cup broke when hammering the instrument. According to the received information, surgery was not prolonged, and another device was used to complete the surgery. The instrument had been used about 50 times. Event happened in (B)(6).

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #18ag0a7, no pre-existing anomaly was found on the instruments manufactured with the same lot #. This is the first and only complaint received on this lot #. We submit a final MDR as soon as the investigation is complete.